Event description:
During a downgrade procedure, the existing leads were inserted into the new device and oversensing episodes were seen when placed in the device pocket. The physician alleges the device placement was causing the oversensing. The physician elected to use another device to successfully complete the procedure with good electrical measurements. The patient was in stable condition following the procedure.

Manufacturer narrative:
The device was received in normal working conditions. Electrical and mechanical analysis performed, including sensitivity tests, did not find any sensing issue and visual inspection of the header and connectors revealed no foreign material or contaminants that could contribute to the reported complaint. Total projected longevity based on field settings is 5.67 years, which is also the remaining longevity to eri.